Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and the air detector was found nonfunctional. The air detector was replaced.

Event description:
It was reported that the device gave a constant air-in-line alarm. The event occurred during testing.